Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated that the green bag was the one that fell. The hp stated that she was out of town at the time and thought the bag fell because the table she had it on was too small. The hp stated this was an isolated incident and confirmed she was continuing therapy without any complications, injury, or medical intervention.

Event description:
A home patient (hp) contacted global technical services regarding a bag that fell and disconnected from the homechoice (hc) machine during drain 1. The hp stated there was no alarm on the machine. The technical service representative (tsr) assisted the hp to end the therapy and start over using new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to one of the supply bags falling and disconnecting. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.